Event description:
Custome reported receiving a reading of 9.9 mmol/l on their freestyle flash blood glucose monitor, and then later reported to have lost consciousness. Paramedics were called to the customer's house, and the customer was diagnosed and treated for hypoglycemia. Exact treatment administered to stablize glucose levels is unk.

Manufacturer narrative:
The customer's products have been requested back for investigation.